Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was confirmed, the main power did not turn on due to a defective circuit board (g1 and bi) failure. Additionally, the display screen is scratched, and the screen frame has cracks. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via service request that the customer high-definition liquid crystal display monitor has a no power defect, ¿main power does not turn on¿. The reported defect was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device power failure was due to a defective circuit boards (g1 and b1 boards). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.